Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise due to intermittent oversensing on the near-field channel was observed. Non sustained lead noise trigger occurred due to mismatch between the far field and the near field signal. Reprogramming was recommended.

Event description:
New information received indicates that previously reported intermittent oversensing was due to myopotential oversensing. Programming changes were made.